Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation - product testing was performed and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 191 and 211mg/dl. The customer¿s expected am fasting blood glucose test result range is 100-135mg/dl, expected 2 hours post breakfast blood glucose test result range is 100-120mg/dl and expected fasting bedtime blood glucose test result range is 100-140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer; customer stated the true metrix air meter would not turn on. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/30/2022 and test strips were opened 3-4 weeks prior to call. The meter memory was not reviewed for previous test result history, customer provided results from her logbook: result 1 : 191 mg/dl date: 5/20 time: 7:00am fasting. Result 2 : 211 mg/dl date: 5/20 time: 10:00am fasting 2 hrs. After breakfast. Result 3: n/a. Result 4: n/a. Result 5: n/a.